Event description:
Customer reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer attempted troubleshooting steps including using a different charging cable without success, so a replacement tandem cable and wall adapter were sent via two-day shipping. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.